Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet system displayed a low glucose alert that conflicted with a contemporaneous fingerstick reading of 330 mg/dl, leading to brief sensor inconsistency and subsequent hyperglycemia; the user attempted calibration through the ilet, which was not accepted, and was advised to monitor, retry calibration later, and consider sensor replacement if needed. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included elevated blood glucose for a couple of hours without need for professional medical intervention, ketone testing, or third-party assistance. Investigation included complaint intake with troubleshooting and education regarding sensor discrepancy, calibration attempts, and guidance on potential sensor replacement. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event involved transient sensor-reading inconsistency with hyperglycemia of unclear cause, and the user was advised on monitoring and calibration steps.